Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It ws reported that the bd luer-lok syringe had scale marking issues. The following information was provided by the initial reporter: "a group of bd 3ml ll syringes packaged without markings."

Manufacturer narrative:
Two photos of 3ml luer-lok syringes were received by bd. A quality engineer was able to review the photos from batch #3242477 regarding item #309657. One photo shows a portion of the package from the top web side with the material number visible. The next image shows a sealed package with a syringe with all scale markings missing. The condition observed is non-conforming per product specification. Potential root cause for the scale marking issue defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3242477 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Materials#: 309657, batch#: 3242477. It was reported by the customer that a group of bd 3ml ll syringes packaged without markings. Verbatim: cusotmer found a group og bd 3ml ll syringes packaged without markings.